Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient's battery pack would not power up the patient's monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The root cause investigation is underway at the battery supplier. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.